Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-apr-27. It was reported that someone came to fill the pump but could not access the refill port, so someone else came out the following day. It was found that the pump had rolled, and it was noted that it was the surgeon's fault. The patient and her husband massaged the pump back into place and the pump was able to be filled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine and dilaudid both of an unknown concentration and at an unknown dose via an implantable infusion pump for malignant pain. It was reported that patient knew her pump was empty and she was trying to find a doctor to refill it. The patient stated between the (B)(6) 2017 was when the pump was going to be empty. The patient began hearing the non-critical alarm pump alarm on (B)(6) 2017, every hour all day friday and saturday. Then on (B)(6) 2017 the patient began hearing the critical alarm, like a siren every time the patient stood up and moved around/rolls over in bed. The patient stated she was up at night and asleep during the day, which was her normal routine. The patient went to the emergency department and the healthcare professional there wrote her a script for medicine ("a shot"). The patient stated that a nurse could refill the pump but she needed a doctor's orders for the pump refill and confirming long term care. The patient stated the nurse had "been amazing". In 2010 the patient was diagnosed with stage 4 metastatic breast cancer and it was widespread. The patient was in so much pain-sacral spine and "wings" hips (whole region of lower spine). Patient stated she had a "full on left hip replacement in 2010". Patient stated she had 6 rounds of chemo but that "did not do it for her" so patient went to another facility and had been at that facility since 2012. In the 1990's the patient had severe migraines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.